Manufacturer narrative:
The date of event is an approximation since the customer could not provide the exact date. PMA/510k: similar to 190-000. Investigation report: the information to enable further investigation, such as the kits lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The patient reported a false positive result with the ID now covid-19 assay on a unknown date. Confirmation pcr testing was performed on the same day and generated negative results. Nasopharyngeal sample was used for both tests. The customer confirmed there was no delay or impact in the patients treatment. No additional patient information, including treatment and outcome, was provided.